Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a catheter ablation procedure to treat atrial tachycardia an iintellanav stablepoint open-irrigated was selected for use. When the ablation catheter was connected to a designated cable and reflux tube (tubing set) after flushing was performed, it was discovered that there was a leak of reflux water from the catheter's side port for reflux. It was determined that the side port was damaged, and the catheter was replaced with another of the same model. The procedure was completed with no patient complications. The device is not expected to be returned for analysis.